Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during the replacement procedure this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a shock impedance of 60 ohms, and all other measurements were normal. The next day during post operative testing, greater than 125 ohms shock impedance measurements were observed when programmed rv coil to right atrial (ra) coil to can, and rv coil to ra coil. A shock impedance measurement of 80 ohms was displayed when programmed rv coil to can. The decision was made to leave the programmed configuration as rv coil to can. It was suspected there was an issue with the proximal coil. No adverse patient effects reported.